Manufacturer narrative:
(B)(4). Physio-control found the cause of the reported failure to be that the pcb mounted jack connector, designator j11 was not securely snapped to the power pcb assembly. Physio reseated the jack connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was observed during the device repair that a pcb jack connector from the power pcb wasn't securely snapped down on the power pcb assembly, which caused a failure in the detection of the therapy leads. There was no pt use associated with the reported failure.